Event description:
The customer reported that the power led was not lit. It was also reported that the unit failed to power up and that the power supply had failed.

Manufacturer narrative:
The customer reported that the power led was not lit. It was also reported that the unit failed to power up and that the power supply had failed. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.